Event description:
It was reported that the patient had not used his implantable neurostimulator in several years as he no longer had the tremor for which it was implanted. Later, it was reported that the patient was still having concerns regarding their device and would like to see/talk to someone. The patient had an appointment for (B)(6) 2011. The patient was seen by the manufacturer's representative and the ipg was found to be on with the following settings: amp - 239, pw - 90. Rate - 145, leads #1 (-) and lead #3 - (+), impedance >2000, current 18, battery status - ok, voltage 3.64. The patient's status was unchanged and no troubleshooting was performed. There was no device malfunction and the device was working well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).